Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 126 months, due to aortic stenosis. No additional information has been provided about this event, despite multiple attempts.

Manufacturer narrative:
Method: x-ray. Evaluation summary: the explanted device was received and evaluated; as received, the valve exhibited stent distortion at commissure 1 and commissure 3. Cuts in the fabric at commissure 1 exposed the wireform at the outflow aspect. Approximately half of the sewing ring was cut off. The above disruptions were most likely due to mechanical damage at the time of explant. As evident on the x-ray, the valve exhibited heavy calcification in the cusp area of leaflets 2 and 3, and minimal to moderate at the cusp area of leaflet 1. At the free margins calcification was heavy at leaflets 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal to moderate host tissue overgrowth (pannus) encroached onto the inflow and into the orifice at the greatest point by approximately 3mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. Investigation: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The operative report as well as the pathology report were requested, but have not yet been provided by the healthcare professional. Device evaluation indicates structural deterioration of the bioprosthesis due to heavy calcification of the leaflets as well as pannus growth. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient's medical history has not been provided. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The manufacturing investigation reveals no device quality deficiency that may have caused or contributed to this event.